Event description:
It was reported that impedances were measured to be high during an initial programming session. Mono polar impedance readings on the left ranged from 3383-3825 ohms and 7700-8308 ohms on the right. Impedances on the right were reasonably except for contact 11 that read greater than 40,000 ohms. The healthcare programmed the patient using the contacts with reasonably impedances and the patient had a good response for dystonic tremor. Therapy impedances were measured to be fine on the programmed contacts. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).